Event description:
It was reported that the customer¿s blood glucose (bg) level was intermittently displayed as ¿high¿; however, a specific value was not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.